Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer stated that the meter was showing numbers working down. The customer also had a blood glucose reading of 59 mg/dl and 99 mg/dl. The customer treated with food. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with performing the displacement test. The customer stated that the test passed. The customer was advised to monitor the pump and call back if issues persist.